Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the top of the lens would not unfold and the lens was disposed already. Scheduled procedure completed the same day and the lens was discarded. Additional information has been requested, but no further information available.